Event description:
The customer reported a contained leak of blood left on the stripper plate of the coulter lh 780 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found that the waste chamber (vc11) check valves had malfunctioned. The fse replaced the waste chamber check valves which resolved the issue. (B)(4).